Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the black draw latch of the ultrasonic air sensor (uas) broke. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. No product was returned to the manufacturer as the user facility disposed of the broken latch onsite. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.